Manufacturer narrative:
DHR review has been completed. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacture was informed of the event through the patient tracking department.based on the information reported in the patient implant form, a s5-023 valve was implanted on (B)(6) 2020 and the patient passed away. No further information is presently available. No indication of a device malfunction was received from the site regarding this event.